Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00061.

Event description:
The customer reported that at 7:55 a.m., she obtained a blood glucose reading of 291 mg/dl on her contour meter. She performed another test at 8:00 a.m. With her contour next one meter and obtained a reading of 127 mg/dl. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 8kpeb01a for evaluation. The suspected contour meter was not returned. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance. A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.